Event description:
It was reported that none of the fluid appeared to be entering the balloon of the foley catheter when the user tried to inflate the injection tube with syringe. Per additional information via email 11mar21, customer also stated that there were two more instances of significantly defective product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. An eggshell 3 way foley catheter was returned with drainage bag opened without original packaging. The balloon and part of the catheter shaft were cut off and not returned. Di water was able to be passed through the inflation lumen using a luer lock syringe. A potential root cause for this failure could be "poor inflation lumen coverage". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "10.attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon 11. Remove foley catheter from wrap and lubricate catheter 12. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward 13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cc can result in asymmetrically inflated balloon." Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that none of the fluid appeared to be entering the balloon of the foley catheter when the user tried to inflate the injection tube with syringe. Per additional information via email 11mar21, customer also stated that there were two more instances of significantly defective product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that none of the fluid appeared to be entering the balloon of the foley catheter when the user tried to inflate the injection tube with syringe. Per additional information via email 11mar21, customer also stated that there were two more instances of significantly defective product.